Event description:
It was reported that the leads were not implanted at optimal level at the time of implant.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4) , serial: (B)(6), batch:a000115696.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Additionally, patient experienced ineffective therapy. Impedance check revealed one of the leads has high impedances on all contacts. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedances.

Manufacturer narrative:
Medical device problem code: corrected data.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.